Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2009. Upon scheduled follow-up on (B)(4), 2010, no data was found in holter memories. However, statistics were displayed. The physician is requesting an explanation related to the absence of memory data.

Manufacturer narrative:
On (B)(4) 2010, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.